Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 30nov2020.

Event description:
The customer reported unable to power on. The unit not powering on with just(alternating current) ac or just battery. There was no patient involvement. The manufacturer's technical services (ts) confirmed the reported issue. The customer was provided with the part number for the (power management) pm board. The customer replaced the defective power management board to address the reported problem. The unit successfully passed the required performance verification test. Based on information provided and/or service performed, the customers alleged malfunction was confirmed. The device was not being used for treatment when the reported event occurred. No parts were returned to failure investigation for evaluation, no root cause can be determined at this time.